Manufacturer narrative:
Analysis was performed by the remote support engineer (rse) which included error code review. The results of the analysis were that the rse confirmed the speaker error message and no sound. He advised the customer the possible cause is the speaker wire or amplitude failure. He provided parts ID for speaker assembly and main board to the customer. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was that the speaker and main board were defective. The issue was resolved by providing parts ID for speaker and main board to the customer. The customer replaced the defective parts on customer site. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
It was reported that the device is presented with a speaker malfunction error message and no sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.